Event description:
(B)(4). I had the essure put in about 10 years ago. Since then I've been having different things going wrong with my body. I had no idea what was going on until now. These are my symptoms: severe cramping, sharp/stabbing pelvic pain, abnormal pain, painful menstrual and excessive bleeding during periods (was 10 days now 3 days), blood clots during menstrual, night sweats, hot flashes, pre-menopause, urgent urination, itching/stabbing vaginal entrance, breast tenderness, abdominal spasms, twitching, hands and feet burning, crawling sensation, electric shock, all over body aches (legs "arthritis", hips, back"arthritis", arms, joints, bones), muscle spasms (legs, back), acid reflux, nausea, vomiting, heartburn, constipation, bloating, gas, chemical, food sensitivities, heightened allergies, hair loss, insomnia, vision (blurred, floaters, decreased), weight gain, itching skin, migraines, dizziness and unbalance (fell 4 times), vibration/tingling sensation, numbness (hands, legs, feet), loss of strength in hands, feet swells, short term memory, confusion, enhanced mood swings, depression, ringing ears, iron not stabilized, unexplained soreness, body is tender. The pains are so bad until they wake me out of sleep. A lot of time I can't even walk.

Event description:
(B)(4). Also have weight gain and stomach became very large. I look like I'm six or seven pregnant.

Event description:
#Medwatcher #followup 1 #FDA mw5061377 #(B)(4). I am submitting this information (B)(6) 2016. I have been having problems about 2006.